Event description:
The iab was inserted into the pt on 3/24/97 at 6:00 pm. On 3/25/97 at 3:00 am, the "high pressure" alarm sounded from the pump and the dr removed the iab. When the iab was removed, blood was noted in the balloon. Event complications: none from the event - reported 4/2/97. Pt's current status: unk - rpt'd 4/2/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, each penetration was seen within a whitish patch. Each patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.